Event description:
It was reported that the monitor fell.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore, the reported failure mode was not confirmed. Alleged failure: monitor falling. Probable root cause: display design. Mounting mechanism breaks. Use error. Manufacture date is not known.

Event description:
It was reported that the monitor fell.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.